Event description:
The customer reported via phone call that the battery cap on the insulin pump broke off. The customer replaced it with one from an old insulin pump but stated that the batteries are not lasting since then. The customer stated a low battery alert and a motor error alarm were received on (B)(6) and a failed battery test alarm on (B)(6). Blood glucose value at the time of the alarms is unknown. Current blood glucose is 82 mg/dl. The device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.